Event description:
Pump did not deliver meds to pt. Pt had a very low bp. Pt was ordered a dope IV. (Pt has been on dope for 24 hrs prior) just before setting the pump the lines were changed (daily requirement). Pump was then set for: 60 mg dope, 100 cc dion, 5ug/kg/min. Pt's bp continued to drop over the next .5 hr. It was then noted that the pump was not delivering meds. The air in the pump didn't move pump was changed and pt's bp improved.